Event description:
The pt stated that she has been having issues with kinked cannulas. She stated that in 2007, her blood glucose elevated to 378 mg/dl and she went to the hospital for assistance. She stated that she was given fluids at the hospital to lower her blood glucose. She stated that she is now home and is feeling good. The pt stated that she inserts her infusion sites straight and quick but the cannulas are all bent when she removes them from her body. The pt was sent sample infusion sets with a shorter cannula length. Upon follow up, the patient stated she has had no further issues with her blood glucose. The pt discarded the alleged infusion sets. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.